Event description:
It was reported that there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided.